Event description:
A malfunction alarm occurred with the customer's pump during use, identified as alarm 20, which had been previously reported. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, and the customer agreed to use a backup insulin pump to ensure continuous delivery. The customer was also instructed to put the faulty pump into storage mode and return it within 10 days using a pre-paid shipping label.